Event description:
On (B)(6) 2013, dialysis started at 06;37 and was stopped at 08:00. Medical records show that the patient's dialysis was stopped early because her blood pressure dropped and she became non-responsive with her eyes open. Patient was administered saline and patient was able to talk and stated she was feeling okay. The needles were pulled and the pressure was held. The patient was discharged home. The blood pressure at the time of this event was 151/80, her pulse was 81. Blood pressure pre-treatment was 149/92, pulse was 96.

Manufacturer narrative:
This report is being submitted as part of a system as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 1925 pages of medical records information it appears that on (B)(6) 2013, the patient's blood pressure dropped and she became unresponsive during her dialysis treatment. Patient recovered but refused treatment to be resumed and was discharged home. There is no documentation in the medical record that shows a causal relationship between the patient's unresponsive episode and the patient's hemodialysis treatment and equipment. A supplemental report will be submitted upon completion of the plant's investigation.